Event description:
The customer reported that the ventilator alarm sounding is too low. The customer reported that the unit was in use, but there was no pt harm rpeorted. The respironics service tech. Inspected the device and duplicated the customer reported problem. The service technician replaced the primary alarm and cable to correct the problem and the unit passed per operating specifications. The replaced components were returned to the factory for evaluation. The failure analysis on the alarm assembly verified that the alarm volume is below the specifications.